Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. There was a depression on the outer insulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and was exhibiting poor sensing. Attempts to reposition the lead were unsuccessful and the lead was explanted and replaced. It was also reported that the right atrial (ra) lead had dislodged and was exhibiting poor sensing and capture. The lead was explanted and replaced. It was further reported that the left ventricular (lv) lead dislodged and the patient experienced diaphragmatic stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.